Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022. The blood glucose level of the patient was 350 mg/dl. The issue occurred with one infusion set and the same was used for less than one day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.